Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after the dissection and harvester was about to cauterize the branches, there were some issues with the harvesting tool (failed to deliver energy). Harvester did the saline test. There was no smoke nor intermittent tone observed. Procedure was completed with a new one. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-10, g-4, g-7, h-2, h-3, h-6, h-10 the lot # 3000329420 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a